Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 400mg/dl. The caller stated that the insulin pump kept alarming no delivery during bolus. The caller stated that the reservoir compartment was all wet of insulin when the reservoir was moved. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.